Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer recently purchased a contour next one. She received a blood glucose reading that was 30mg/dl higher than the reading on her alternate meter. The specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.